Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 693165 lead, implanted: (B)(6) 2007, 330854 lead, implanted: (B)(6) 1994. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited rapid battery depletion. The left ventricular (lv) lead thresholds were noted to be high. The crt-d and lv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.